Manufacturer narrative:
Upon follow up with the pentax medical territory manager, it was confirmed that scope model #: vnl-j10, sn #: (B)(4) is fine, and it was a mistake when reporting it. This information was communicated by the territory manager and the distributor who submitted the complaint. Since the information received is not a valid complaint against the pentax product, as defined in gw-013 rev h, this complaint shall be closed as invalid. A supplemental report will be filed to retract the original MDR filed.

Event description:
Upon follow up with the pentax medical territory manager, it was confirmed that scope model #: vnl-j10, sn #:(B)(4) is fine, and it was a mistake when reporting it. This information was communicated by the territory manager and the distributor who submitted the complaint. Since the information received is not a valid complaint against the pentax product, as defined in gw-013 rev h, this complaint shall be closed as invalid. A supplemental report will be filed to retract the original MDR filed.

Event description:
Customer reported an out of the box failure for pentax video scope model #: vnl11-j10, serial #: (B)(4). Date of event is unkown. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.